Event description:
The manufacturer received information from an associate territory manager stating a customer sent back several devices in december for ventilator inoperative alarm conditions. There was no harm or injury reported. There was no evidence the device was in patient use. The device's serial number and customer information was not provided for reference to any previous complaints. The manufacturer is in the process of obtaining the device information and return confirmation of the device. The complaint is still under investigation. If any additional information is received, a follow-up report will be filed.